Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose and low blood glucose. The customer's high blood glucose value was 500 mg/dl and low value was 40 mg/dl, current blood glucose is 400 mg/dl, 317 mg/dl. The customer declined troubleshooting on insulin pump. The customer treated high blood glucose with injection. The customer was neither hospitalized nor admitted for high blood glucose. The customer has been off the insulin pump for about two days. The customer was also had urinary tract infection. The insulin pump will not be returned for analysis.